Manufacturer narrative:
(B)(4). D10 ¿ 161470, oxf twin-peg cmntd fem lg PMA, lot 334580. 154724, oxf uni tib tray sz d lm PMA, lot 056790. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery of the left knee ten years and six months post implantation due to a bearing fracture. No attempts have been made as all information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified a left knee medial unicompartmental arthroplasty with a fractured bearing, metal-on-metal implant contact, and knee varus. There is a fractured piece of the bearing within the suprapatellar recess as noted. No contributing factors for the poly fracture are identified on the images. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.